Manufacturer narrative:
Additional information received on 16 feb 2017. There was no increase in anesthesia time. They placed a new catheter and the patient was checked in CT. The only risk to the patient was that icp was not followed due to the "miss" of an icp catheter.

Manufacturer narrative:
Investigation completed 3/28/2017. Method: -DHR review, -trend analysis, -evaluation of video. The reported catheter serial (B)(4) belongs to 110-4b lot 111e00020013 that was manufactured on 11-sep-2015 and it will expire on 31-aug-2018. Lot met requirements before being released to finished goods. Complaint history, model 110-4xxx, from jan-2016 through 17-feb-2017 reviewed; there were three other complaints issued with complaint code perf034, and none of them was confirmed. (B)(4). The catheter was returned without its kit components. Microscopic particulate matter was present around the bellows neck. Microscopic inspection could not find the indentation mark that indicating the catheter was secured with the 110-4 introducer assembly. The catheter was connected to test monitor 420-6 and met specifications. The catheter was then tested per stability test (camino). The catheter met requirements; negative reading could not be duplicated. The catheter was connected to test monitor cam02 t1019-1 (cal due 06-jul-2017); after a system self-check delayed, the monitor read -1mmhg with distal end in atmosphere. As the customer described ¿when they taped the connector the value reading changed¿ this instruction is not in the 110-4b directions for use. The catheter was tested and met all requirements. Note: the customer also returned cam02, the investigation results ¿evaluation was unable to conclusively verify customer information as valid. Conclusion: the reported customer complaint that the ¿icp reduced below zero¿ could not be confirmed. Visual inspection of the returned catheter indicated that it is possible that the catheter was not secured within the bolt ¿ this was evident from the lack of an indentation mark on the teflon tubing typical of a catheter that is properly secured in a bolt assembly. There was also microscopic particulate identified around the neck of the bellows. The catheter was tested for functionality and met all functional test criteria. The catheter was then tested for drift/stability and met all stability test criteria. The reported customer complaint could not be duplicated and the catheter met all functional test requirements therefore the root cause of this issue could not be determined at this time.

Event description:
It was reported that the catheter was implanted and the intracranial pressure (icp) decreased below zero. Delay in monitoring of 1 hour was reported. The catheter was replaced to a competitor one (sophysa). Linked to mfg. Report number: 2023988-2017-00021, 2023988-2017-00022, 3006697299-2017-00027, 3006697299-2017-00028.